Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after the initial implant the ventricular lead caused a perforation which resulted in tamponade with a pericardial effusion. The ventricular lead was repositioned and remains in situ.